Manufacturer narrative:
(B)(6).

Event description:
It was reported that a balloon rupture occurred. The 75% stenosed target lesion was located in the mildly tortuous and mildly calcified mid right coronary artery. A 10mmx2.75mm wolverine coronary cutting balloon was selected for use. During the procedure, there was no problem crossing the lesion. However, at first inflation, it was noted that the balloon was ruptured at 6atm. The physician's comment was "it might be due to the calcified part." The procedure was completed with another of the same device. There were no patient complications reported.

Manufacturer narrative:
E1 - initial reporter city: (B)(6). Device evaluated by MFR: the device was returned and analysis. A visual examination identified that the balloon was in a deflated state. There were no issues noted with the balloon material. All blades were securely bonded and no damage to the blades were noted. A microscopic examination of the balloon material identified no tears or holes in the balloon material. A microscopic examination of the tip found distal tip damage. A visual and microscopic examination found no issue with the marker bands. No kinks or damages were observed along the hypotube. A visual and tactile examination was completed on the distal shaft extrusion. An examination identified a pinhole at 4 cm proximal to the proximal balloon cone. No damage was noted to the inner of the device. The balloon of the device failed to maintain pressure due to the presence of the pinhole on the outer extrusion.

Event description:
It was reported that a balloon rupture occurred. The 75% stenosed target lesion was located in the mildly tortuous and mildly calcified mid right coronary artery. A 10mmx2.75mm wolverine coronary cutting balloon was selected for use. During the procedure, there was no problem crossing the lesion. However, at first inflation, it was noted that the balloon was ruptured at 6atm. The physician's comment was "it might be due to the calcified part." The procedure was completed with another of the same device. There were no patient complications reported.